Event description:
It was reported that the adaptive stimulation was not functioning properly. Specifically orientation was not working. The implantable pulse generator (ipg) was providing inaccurate position descriptions. When the patient is lying down, it would say upright. It was reported that the event occurred during normal use. The device remains implanted and no patient symptoms or complications were reported to be associated with the event. Adaptive stimulation was not functioning so patient was unable to use the feature. Actions required as a result of the event was noted to be reprogramming. Impedance testing and reprogramming was done for diagnostic testing or troubleshooting. The issue was reported to not have been resolved and the cause of the issue was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) was planning on seeing the patient in the future for reprogramming but no date was scheduled. The patient was able to use the device and receive stimulation; however, he was still unable to use the adaptivestim feature. The rep. Later reported that there was a possible problem with the implantable neurostimulator (ins); it did not orient correctly. The clinician programmer read wrong location after orientation. They tried to orient the implantable neurostimulator (ins) at six weeks post-op and again at four weeks later. Both times the ins did not orient correctly. The rep. Called back later and was doing adaptivestim programming with the patient. They were trying to optimize the adaptivestim to identify the patient in the appropriate position. The patient's upright cone was changed to be larger to give the patient more tolerance in the upright position. It was tested with the pp and everything seemed to be working fine.